Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The outer insulation had a cosmetic depression and there was blood/body fluid in/on the helix mechanism.

Event description:
It wsa reported that the atrial lead was found to have an impedance of greater than 2500 ohms. The lead was replaced on (B)(6) 2010 due to intermittent capture and possible lead fracture. No patient complications have been reported as a result of this event.